Manufacturer narrative:
This report is submitted september 02, 2019.

Manufacturer narrative:
This report is submitted on may 31, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2019 for unknown reasons. It is unknown as, of this report on may 31, 2019 if the patient was re-implanted with another device.